Manufacturer narrative:
See mdr1920664-2008-00170 for the intraocular lens used with this delivery device.

Event description:
The haptic kinked during the insertion of the lens into the pt's eye. Another lens was used to complete the procedure.